Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose of 414mg/dl. The customer stated it was due to him not taking any insulin, now he does not understand why the pump won't let him delivery 20units, it says is high. Customer stated he tried to give a manual bolus. Then, customer stated he forgot to bolus his pump for dinner. Customer declined troubleshooting for high blood glucose. The customer was advised to contact their health care provider for bolus correction.